Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline, at an unspecified rate. During priming prior to pt use, it was reported that an unspecified volume of solution leaked and the nurse noted that the clave secondary port on the cassette of the tubing set was missing. No specific details were provided. The tubing set was replaced. No additional details were provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.